Event description:
It was reported to philips that the images were lost. The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing vascular diagnosis when the event occurred, and the procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed the loss of images and the system was very slow due to software issue. To resolve the issue, fse reinstalled software in the system in different work order. The system was returned to use in good working order. The codes were updated based on the investigation outcome.